Event description:
It was reported that balloon rupture occurred. The target lesion was located in a internal dialysis shunt in an unspecified vein. The physician advanced a 6.0mm x 40mm x 80cm (4f) sterling balloon catheter for dilatation, however the balloon ruptured at 14 atmospheres. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).